Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks that led to therapy exhaustion based on device programming. Technical services discussed programming options for detection enhancements. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. Should additional information become available, this report will be updated.